Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6: code b18-device was discarded, and was therefore, not available for engineering evaluation. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma ( (i.e., dissection, rupture, perforation, tear, etc.). The following patient information was provided: medical history: high cholesterol, hypertension, lupus, pulmonary embolism, sjogren syndrome. Medication list: alendronate, amlodipine, apixaban, diphenhydramine, fluticasone, rosuvastatin, apixaban. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm, utilizing gore® dryseal flex introducer sheath (gdsf2433). It was reported during the procedure, the right external artery ruptured after inserting the 24fr sheath. The physician then performed a surgical repair of the right external artery in which included bypass surgery of the external iliac to the femoral head using a dacron (non-gore) graft. The physician also implanted two gore® viabahn® endoprosthesis devices. It was also reported there was resistance upon trying to insert the sheath, but it was unclear if it was due to the sheath, or if it was tightness from a previous percutaneous skin procedure. The physician does not know what caused this rupture, as the appropriate sheath size was used. The procedure was completed with no further issues. The patient tolerated the procedure. No further patient information is available.